Manufacturer narrative:
The system was rebooted which resolve the issue. There was no repair. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in system going into system malfunction condition during a case. The unit was rebooted and case completed. There was no patient injury.